Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Approximately 22 months post index procedure, patient suffered from a degradation in general status. Patient suffered acute respiratory failure, right-side cardiac decompensation and pulmonary emboli not excluded, suspected cirrhos, acute renal failure, arrhythmia needing pacemaker and diabetes needing insulin. Medication was given. Patient died without resuscitation. Death was classified as non-cardiac death. Investigator and safety assessed that the event was not related to index device or antiplatelets medication. Cec adjudicated the death as cardiac death and commented "unknown results of covid testing".